Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level was low. Customer's blood glucose level was 50 mg/dl. He had not treated his low blood glucose level. The customer was feeling dizzy. He got up to change the thermostat and fell. The device was not returned.